Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event that the printer was broken and would not print to an external printer. It was noted that the system fan was noisy and the programmer experienced an overheat message during analysis, as a preventative, the power supply was replaced.

Event description:
It was reported the printer is broken and will not print to an external printer. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.